Event description:
It was reported that the patient received unanticipated therapy multiple times in a short period due to svt being interpreted as vf. Device reprogramming recommended. Longevity estimations noted the device was not at eri. The the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.